Event description:
The surround system accepted a batch of alt results from the abbott aeroset system that the instrument had rejected due to an invalid control. The investigation of the problem revealed that surround accepted the rejected batch because the software failed to detect an error code associated with the invalid control; however, surround did check the test results in the batch, each of which was flagged as acceptable by the instrument. The only customer who currently uses the surround-aeroset interface detected this problem in 2001. No blood products were inadvertently released due to this software defect, nor was any pt harmed. The customer's database was searched for other, previous instances of this defect and none were identified. The next day, the customer was notified by telephone of the defect and that a correction of the defect was being developed at idm, which will result in an emergency release of software (surround rev. 2.2.3). Until the defect correction, the customer will continue to insure that each alt batch is inspected manually prior to product release.